Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. 510k: this report is for an unknown screwdriver/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review or the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, and on an unknown procedure, a dynamic hip and condylar screw system (dhs/dcs) had not been used by the surgeon because the dhs/dcs lag screw did not fit in the unknown screwdriver. It was unknown if there were any surgical delay and/or adverse event to the patient. This report is for (1) unk - screwdriver. This complaint involves two (2) device. This is report 2 of 2 for (B)(4).